Manufacturer narrative:
Medtronic received the following information from a journal article entitled; acute-onset paraplegia as an unexpected complication under general anesthesia in supine position during abdominal endovascular aneurysm repair: a case report morio a , miyoshi h, saeki n, toyota y and tsutsumi y m. Morio et al. Ja clinical reports (2021) 7:44 https://doi.org/10.1186/s40981-021-00447-7. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in a patient in the endovascular treatment of a 47mm abdominal aortic aneurysm which was located under the renal artery. The procedure was performed under general anesthesia and was completed without any complications. After the procedure, once the patient was extubated, although the patient was fully conscious and could communicate normally, the patient could not move her legs at all. Subsequently cerebral spinal fluid drainage was then performed, as well as other treatments to treat the paraplegia. An MRI revealed compression of the spinal cord at the l1 level, a burst fracture of the l1 vertebra and an old fracture of the t12 vertebra, but no ischemic changes in the spinal cord. The patient was diagnosed with extrinsic spinal cord injury. No surgery was performed at that time, per the patient¿s request, although decompression and stabilization of the fractured vertebrae might have further improved the condition. The patient was transferred to a rehabilitation hospital on post-operative day 43. No additional clinical sequalae were provided and the patient will be monitored.